Event description:
Customer reported she was changing her infusion set in the morning and the device kept alarming no delivery. Customer cleared the alarm and rewound the device to get ready to prime and device alarmed motor error. Customer did not know blood glucose level. Customer stated the device as not dropped. Device was not exposed to an MRI. Customer did not have the device so she stopped troubleshooting stated she would call back. Customer does not use the sensor feature. Customer was able to rewind the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.